Event description:
Procedure: spine fusion surgery on the lumbar region levels implanted: l3-s2 it was reported that, the patient underwent spine fusion surgery on the lumbar region at levels l3-s2. The patient was implanted with rhbmp-2 and collagen sponge which was applied from a posterior approach and was used to fuse more than one level of the spine. The rhbmp-2 and collagen sponge was placed outside a cage (i.e. Transverse processes, facets, and sacral gutter). Post-op, the patient complained of progressively worsening low back pain and radiculopathy into his lower extremities. Due to which on an unknown date patient underwent a revision surgery. Patient still continues to experience severe and unrelenting pain in his low back with pain and radiculopathy and a stinging sensation into his lower extremities, as well as radiating pain up his spine and into his shoulders and neck. He experiences difficulty standing and walking. Patient's injuries prevented him from practicing daily life activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: 1. Recurrent disk herniation l5-s1 on the left. 2. Degenerative disk disease at l3-4, l4-5 and l5-s1 with significant mechanical lower back pain. 3. Scoliosis. He underwent the following procedures: 1. Re-exploration at the l5-s1 level on the left side with diskectomy, decompression of the s1 nerve root. 2. 3 level, fusion l3-4, l4-5 and l5-s1 posteriorly using local bone graft, bmp and vitoss. 3. Internal fixation with pedicle screw system. 4. Bone marrow aspirate harvested from the left iliac crest.5. Reduction of deformity. As per operative notes,¿ the vitoss was soaked in bone marrow aspirate. Vitoss local bone and bmp were placed out laterally over the transverse process of l5 and the sacral gutter, which were both decorticated. The facets at l3-4, l4-l5 and l5-s1 bilaterally underwent burring and followed by bmp and local bone graft. The lamina of l3, l4, l5, and s1 and s2 followed by bmp and vitoss. Spinous processes were osteotomized and used for bone graft as well and this was bilaterally. On the left side, the lamina of l3 and l4 were decorticated. Lateral fusion on this left side also included the l4-5 level with local bone, bmp and vitoss soaked in bone marrow aspirate.¿ no intra-operative complications were reported.